Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies. The stimulator functioned as programmed or functioned properly for all tests.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patients stimulation was turning off. The patient would complain of not feeling stimulation, and when he checked his programmer, the lightning bolt was gone. The patient did know how to operate the programmer. Impedances were in normal range. There were no falls or trauma. The patient was also scheduled for a stimulator reposition, as it was at a bad location. The patient had pain when he wore pants. This had been ongoing since implant. The physician may decide to explant the device and re-implant a new stimulator. It was further stated that the device was replaced. There were no injuries and the patient recovered without sequelae. It was further stated that no malfunctions were noted. Impedances were good and the programs were also good for the patient. The patient had no further issues after replacement.